Event description:
It was reported during in clinic follow up that the patient presented with an arrythmia. It was discovered that their right ventricular lead exhibited loss of capture and increased pacing impedance. Programming changes were made and the lead will continue to be monitored. The patient was stable.